Event description:
A US distributor contacted ZOLL to report that a patient developed an open wound under the LifeVest equipment. Patient described the area as cuts under the wires of the LifeVest on the back. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. The patient¿s physician prescribed a cream for the wound. Outcome of the wound is unknown.

Manufacturer narrative:
Not Applicable.